Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient may go to the emergency room because of the pain. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient¿s implantable neurostimulator had not been working at all for almost a year, confirmed as 2018. The patient cannot turn therapy on. He tried to turn stimulation on in 2018 and it jolted his whole body and it scared him. He tried to turn it on again a week later, and it would not come on. No traumas or falls were reported. The patient is in dire pain in both legs since this has happened. The health care provider may want to put a new implantable neurostimulator in and requested a manufacturer representative to come and check the implantable neurostimulator. There were no further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 18-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient mentioned that he's had the ins for years and has always liked/raved about the machine. The patient stated his current "ins worked for several months, but quit again" stating the ins is "not working right now". The patient confirmed the reason his ins is not working is because his father got sick and passed away so the patient's device care was "put on the back burner because the patient had too much on his plate". The patient stated when his ins was implanted he and the healthcare provider (hcp) joked that the patient doesn't have a whole lot of body fat on him so she "won't be able to hide it" stating the ins was "never real obvious". The patient stated he's been having a lot of pain where the leads go in the middle of the back down the vertebrae, where the wires go down and around "the machine". The patient stated he got the ins for pain shooting down his left leg stating the device worked good, but "the pain is starting to do down the left and the patient thinks something is wrong now because the patient was never able to feel the wire. The patient also stated now the patient can see the wire on the surface of their skin and the machine". The patient can see the "details of the implant", stating "it's pressed out and killing me". The patient stated "I think it effected the nerves, it's aggravating under their rib cage, "stating it's hurting so bad". The patient stated his roommate said "I can see every detail of the unit". No further complications were reported. No additional patient symptoms were reported.